Event description:
Related manufacturer reference number: (B)(4). It was reported the that the patient lost therapy due to ipg being inoperable. Patient did not recharge the ipg for an extended period of time, rendering the ipg inoperable. As such, surgical intervention took place wherein the ipg was explanted and replaced to address the issue. During the procedure, procedure impedances check revelated high impedance on the lead. As such, the lead was explanted and replaced with a new lead addressing the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
The reported event of high lead impedances was confirmed. The lead was returned complete. Visual inspection of the lead revealed all wires were broken in 2 places. Microscopic inspection of the lead revealed all wires were broken at 19.2cm and at 23.4cm distal to the stimulation end. The broken wires are consistent with an overstress condition the lead was subjected to while in vivo.